Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a1,a2,d3,g1,g2.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted there was a pocket approximately 9/8 cm all the way around the umbilicus which was full of the infected mesh and purulent material. There were multiple pieces of mesh that were starting to break off. It was reported that the patient experienced severe pain, nausea inflammation and loss of appetite. No additional information is provided.